Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6), 2022, the impactor would not thread onto the insertion handle. A second instrument set was opened. Procedure was completed successfully with a five minute delay. There was no patient consequence. This report is for a driving cap/threaded. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the device from the photo. Visual analysis of the photo revealed that the driving cap/threaded appears to be stripped from the threaded tip. Assembling issues are most likely due to this condition. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the driving cap/threaded. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: product photo investigation: the photo was returned to depuy synthes for evaluation. Visual analysis of the photo revealed that the driving cap/threaded appears to be stripped from the threaded tip. Assembling issues are most likely due to this condition. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the driving cap/threaded. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H4, h6: a device history record (DHR) review was conducted: part: 03.010.523. Lot: l168943. Manufacturing site: bettlach. Release to warehouse date: 15 dec 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.